Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, and protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted, due to rectocele, and cystocele. The patient experienced pain, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, and nerves. It was reported that the patient underwent fistula repair on (B)(6) 2009 due to rectovaginal fistula. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-27488. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal/revision of posterior mesh on (B)(6) 2012, along with cystoscopy.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to recurrent vaginal prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced atrophic vaginitis, vaginal bleeding and female stress incontinence and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.